Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/15/2021. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the two pictures received. Visual analysis of the pictures received determined that a foil packet and two needles broken at the tip o of product code vcp840 could be observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device (B)(4) and no non conformances/ manufacturing irregularities related to the malfunction were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the name of the initial procedure? Clavicle repair. What was the procedure date? Surgery date (B)(6). Were x-rays taken to locate the needle piece(s)? No x-rays necessary. Was the needle pieces retrieved during the same procedure? Needle fragments were visually located, one fell on the drapes and was retrieved. What tissue structure is it located? Tissue layer sutured was subcuticular what measures were taken to retrieve the broken piece? Fragments were visually located and retrieved, no additional retrieval steps were required. Was there any additional tissue damage as a result of searching for the needle piece? No additional damage incurred to patient to locate fragments, patient recovered well. Note: events reported in 2210968-2021-04732. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a clavicle repair on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke off mid procedure. The surgeon was suturing thin tissue and that he was not using excessive force when the tip of the needle broke. All pieces of the needle were found. There were no adverse patient consequences. No additional information was provided.